Event description:
The customer reported black fluoroscopic images. This issue will effectively eliminate the ability to view a usable or diagnostic image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.